Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient commented that over the last weeks, there is an increase in redness, light sensitivity, no improvement (ni) in dry eye. Patient reports using artificial tears (at) xiidra. The exams show signs of transient light syndrome (tls) like symptoms with increased ocular surface inflammation. Topical steroids were increased to treat the symptoms. Prescribed (rx) pred forte/ gatifloxacin (gat) eye drops (antibiotic eye drops) for 2 hours (2h) for 2 days(2d), then to taper off. To consult for surgery (sx) if no improvement in eye gets worse. The patient¿s comments were of very light sensitive and dry, getting worse recently, very frustrated and unhappy with issues currently. At this time, the patient is not satisfied and the symptoms are being managed. Best corrected visual acuity (bcva) from (B)(6) 2017. Right eye pre-op 20/20 -4.00 x -1.00 x 1. Left eye pre-op 20/20 -3.25 x -1.25 x 3. Bcva from (B)(6) 2017. Right eye pre-op 20/20 -.50 x -1.00 x 0. Left eye pre-op 20/20 -.00 x -.75 x 174.